Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred during the load sequence. Customer's blood glucose level was between 60 and 150 mg/dl.